Event description:
It was reported that at the conclusion of the implant procedure and before the patient was removed from the table, the lead demonstrated undefined resistance and no capture. Fluoroscopy revealed the lead was fully in the header. The pocket was re-opened and the set screw was loosened. The lead was re-analyzed and the impedance measurement was within normal limits. The lead was reconnected to the device. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.